Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed that nbp pump cannot be calibrated and did not start. The nbp pump assembly was replaced to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reports a malfunction of the vs30 related to nibp measurement, with results considered inaccurate, and request that the equipment be sent to the workshop for diagnosis and repair. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone (B)(6). E1: reporter phone (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.